Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6), 2015. According to the complainant, during preparation, the generator failed to deliver power on monopolar mode. There were no other issues or visible damage noted. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device showed that the cover had many scratches on it, otherwise the unit appeared in good condition. Further analysis revealed that all the knobs and switches functioned properly. During electrical evaluation it was noted that the spring clip on the active connecter was loose making intermittent contact causing inconsistent/no power output. When the active connector was held in place the unit passed and was found within all test parameters. The complaint was confirmed; there was no energy delivery on monopolar mode. The most probable root cause of the failures identified is wear and tear due to prolonged use of the device. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an endostat iii rf generator was used during a procedure performed on (B)(6) 2015. According to the complainant, during preparation, the generator failed to deliver power on monopolar mode. There were no other issues or visible damage noted. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.